Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for non-obstructive urinary retention. Patient currently has a urinary tract infection (uti). No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4) no longer applies to this event. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the cause of uti was due to urinary retention. The uti was not related to the device or therapy. This was patient's underlying urinary dysfunction. The patient was treated with antibiotics and had just had one uti since (B)(6) 2018.

Event description:
Additional information received from the healthcare provider indicated that the cause of uti was due to urinary retention. The uti was not related to the device or therapy. This was patient's underlying urinary dysfunction . The patient was treated with antibiotics and had just had one uti since (B)(6) 2018. Event not reportable with new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.